Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, elevated cobalt chromium levels, and infection. It is also alleged that the patient suffers from worsened kidney function due to elevated metal levels. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.